Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was seen in the emergency room due to power not being supplied to the controller. The site verified the white and black cables were properly connected . There was a kink noted in the white cable at the time of the event. The patient's controller and internal battery was exchanged. No further information was reported.

Manufacturer narrative:
Section b1, b2, h1: correction, no report of adverse event to the patient. Section h8: correction. Manufacturer investigation conclusion: the reported events of the white power cable not delivering power to the system controller and a kink in the white power cable were not confirmed. The system controller was not returned for evaluation and no log files were submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.